Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least ten (10)] interlink system continu-flo solution sets were "broken or broke during cases." There was no report of patient injury or medical intervention associated with this event. No additional information is available.